Event description:
It was reported that while using one bd vacutainer® sst¿, there was blood leakage from the button of the tube. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were evaluated, and the reported defect couldn't be observed. A visual inspection was conducted on 30 retained samples for damages, and all of them passed without any issues. Also, another inspection for brittleness was carried out on 10 retained samples, and all of them passed successfully. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿, there was blood leakage from the button of the tube. No patient or user impact reported.